Event description:
It was reported that a patient experienced fungal peritonitis coincident for peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with intra-peritoneal vancotroy (2gm) and gentamycin (20mg) once daily for 14 days. The cause of the peritonitis is unknown. At the time of this report, the patient outcome is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.